Event description:
The following was reported to hamilton medical ag: machine not getting on, no mains led indication, no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).